Event description:
It was reported that the nurse stated they have a patient with a 106.5f fever on the arctic sun device. They just placed the device on the patient about 10 minutes ago. Nurse stated the device shows low flow. Nurse provided s/n (B)(6). Had nurse confirm all tubing was straight with no kinks or bends. Nurse confirmed all the pads were fully connected. Informed nurse they can try disconnecting and reconnecting the pads to see if it was a connection issue. Informed nurse they will pause therapy and empty the pads first. Nurse stated they did not want to pause therapy at this time due to patient's condition. Nurse stated they were only needing the device to cool the patient. Nurse confirmed water temperature was 5c. Explained they would recommend troubleshooting the flow rate so that the device was functioning properly, explained correlation to heater and confirmed device will make cold water with a low flow rate. Encouraged nurse to call back to troubleshoot once the patient was stable. Per follow up information received via phone on 07nov2025, spoke with nurse who confirmed no further issues during therapy. They denied any audible alarms, only the banner shown on the screen. Charge nurse ordered no changes be made to device or pads.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Nurse provided s/n (B)(6). Had nurse confirm all tubing was straight with no kinks or bends. Nurse confirmed all the pads were fully connected. Informed nurse they can try disconnecting and reconnecting the pads to see if it was a connection issue. Informed nurse they will pause therapy and empty the pads first. Nurse stated they did not want to pause therapy at this time due to patient's condition. Nurse stated they were only needing the device to cool the patient. Nurse confirmed water temperature was 5c. Explained they would recommend troubleshooting the flow rate so that the device was functioning properly, explained correlation to heater and confirmed device will make cold water with a low flow rate. Encouraged nurse to call back to troubleshoot once the patient was stable. Per follow up information received via phone on 07nov2025, spoke with nurse who confirmed no further issues during therapy. They denied any audible alarms, only the banner shown on the screen. Charge nurse ordered no changes be made to device or pads. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling/IFU revision accompanying this serial number isn't recorded in the DHR. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient with a 106.5f fever on the arctic sun device. They just placed the device on the patient about 10 minutes ago. Nurse stated the device shows low flow. Nurse provided s/n (B)(6). Had nurse confirm all tubing was straight with no kinks or bends. Nurse confirmed all the pads were fully connected. Informed nurse they can try disconnecting and reconnecting the pads to see if it was a connection issue. Informed nurse they will pause therapy and empty the pads first. Nurse stated they did not want to pause therapy at this time due to patient's condition. Nurse stated they were only needing the device to cool the patient. Nurse confirmed water temperature was 5c. Explained they would recommend troubleshooting the flow rate so that the device was functioning properly, explained correlation to heater and confirmed device will make cold water with a low flow rate. Encouraged nurse to call back to troubleshoot once the patient was stable.